Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4) ¿ incomplete. The lot number is not currently available. Investigation summary: this complaint is approximately 765 days old and despite attempts by mitek customer quality and affiliate business quality to get additional information, none has been made available. Based off the information available to mitek customer quality, there is no patient risk or consequences. Furthermore, no serial number was supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. This complaint file is being closed, should any new information be received in the future, this file will be reopened at that time and updated to reflect the information received. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported from france by the biomed technician that during an unknown procedure, the fms duo + had some pressure issues as well as outflow and inflow problems. No harm to the patient. The procedure was completed by another device. It was not reported if there was a delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.